Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (r0903183) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease permanent vena cava filter. The following additional information received per the patient profile form (ppf) indicates that on or approximately twelve years post implantation the device was unable to be retrieved although there have been no documented attempts made. The patient also reports to be suffering from recurrent deep vein thrombosis (dvt), panic, anxiety, and chronic fear. According to the medical records, prior to the filter implantation, the patient had had undergone an exploratory laparotomy with extensive lysis of adhesions and repair of a hernia, small bowel resection and placement of mesh prior to implantation. The patient then presented with left leg swelling and a scan showed dvt therefore the patient underwent the filter implantation for protection against pulmonary embolus (pe). The filter was successfully deployed and the patient tolerated the index procedure well.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. The device's expiration date was august 2006. It was reported that a patient underwent placement of a trapease permanent vena cava filter. The indication for the filter was ultrasound imaging indicating extensive deep vein thrombosis (dvt) involving the left leg. A computerized tomography scan showed probable extension of the dvt up into the iliac veins. The patient was one- week status post an exploratory laparotomy with extensive lysis of adhesions and repair of an incarcerated ventral incisional hernia, small bowel resection and placement of mesh. Postoperatively, the patient initially did well; however, then presented with the acute onset of left leg. The patient is very active and due to the extensive nature of the deep venous thrombosis, he underwent vena caval filter placement for protection against pulmonary embolus. Additional information received on the patient profile form indicated that on or approximately twelve years post implantation the device was unable to be retrieved although there have been no documented attempts made. The patient also reports to be suffering from recurrent deep vein thrombosis (dvt), panic, anxiety, and chronic fear. At the index procedure, the filter was successfully deployed and the patient tolerated the index procedure well. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for permanent use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post-implant images for review, the reported allegation of retrieval difficulty could not be confirmed. The timing and mechanism of the filter becoming embedded has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken.